Event description:
This spontaneous report originating from united states as received from a consumer refers to a female patient of unknown age. This report concerns 1 patient and 2 devices. The patient used orthotic (dr. (B)(6) pain relief orthotic (pro) for arch for unknown indication. Other suspect therapies included orthotic (dr.(B)(6) heel pain relief orthotics - women's). On an unknown date the patient experienced "lost job due to injury" (disability), injury caused to feet and left pink toe, "feet numbness" and "feet pain". The consumer reported, "I was put on meds I started from 300mg to 600mg neurotin. I have to take it twice a day." Also, "I wear both for 2 weeks that lead me seeking medical from my primary doctor." The outcome of "lost job due to injury", injury caused to feet and left pink toe, "feet numbness" and "feet pain" is unknown. The reporter considered "lost job due to injury", injury caused to feet and left pink toe, "feet numbness" and "feet pain" to be related to orthotic (dr. (B)(6) heel pain relief orthotics - women's) and orthotic (dr. (B)(6) pain relief orthotics (pro) for arch).

Manufacturer narrative:
(B)(4). The orthotic (dr. (B)(6)pain relief orthotics (pro) for arch) was not available for investigation. The orthotic (dr. (B)(6) heel pain relief orthotics - women's) was not available for investigation. For orthotic (dr. (B)(6) heel pain relief orthotics- women's), the lot number is not available and the serial number is not available. For orthotic (dr. Scholl's pain relief orthotics (pro) for arch), the lot number is not available and the serial number is not available. For orthotic (dr. Scholl's pain relief orthotics (pro) for arch), the lot number is not available and the serial number is not available. For ortho. For orthotic (dr. (B)(6) heel pain relief orthotics - women's), quality investigation status: since the device is not being returned and no batch or lot number is available, evaluation for a malfunction is not possible. For orthotic (dr. (B)(6) pain relief orthotics (pro) for arch), quality investigation status: since the device is not being returned and no batch or lot number is available, evaluation for a malfunction is not possible. Additional information is not expected.